Event description:
Customer reported a button error on her insulin pump. She stated she woke up and the buttons were not working. They eventually started working, but it took some time for the up and down buttons to respond. It takes a couple of minutes for them to work. Customer's blood glucose is 298 mg/dl. Customer stated she woke up last night and was a little sweaty. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump had corroded keypad traces during visual inspection. All buttons functioned properly during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).